Manufacturer narrative:
Section a5, a6: unknown/asked but unavailable (asku). Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect: impact code: 4625 unplanned vitrectomy, 4625 incision enlarged, 4625 sutures. Section h6: health effect - clinical code 4581 - appropriate term / code not available (this code was used for the reported incision enlarged & device decentered or dislocated or tilted subluxated or wrong position.) An attempt has been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was implanted in a patient, but subsequently removed due to (d/t) instability. An anterior chamber (ac) lens was then inserted as a replacement. Through follow up, it was learned that after phacoemulsification was completed, the surgeon noted the inferior aspect of capsular bag was found deficient. Irrigation and aspiration of the cortical material was completed. Healon was placed in the capsular bag. The iol was initially inserted in the sulcus, however, due to lack of capsular support, the lens was noted to be sinking. The lens was explanted and replaced with a non-johnson & johnson ac lens of 20.5 diopter. Intracameral miochol and kenalog injected and an anterior vitrectomy was performed. Unplanned sutures and unplanned incision enlargement was required. The patient was in stable condition as the ac lens was successfully implanted and was reported to be well upon discharge. The lens was discarded and is not available for return or evaluation. No other information was provided.